Manufacturer narrative:
(B)(4).

Event description:
Due to a cied system/pocket infection, this patient needed his pacemaker system removed. It was implanted in 1989 (indwelling x 339 months) to treat complete heart block. Since this patient was pacer dependent, an external pacer was placed. The pacemaker was removed and the leads, ra and rv, were prepped with cook liberators. While attempting to extract the atrial lead the cook liberator snapped and a spectranetics lld was inserted. The atrial lead was removed. Upon removal of the lead, a drop in blood pressure was noted. A toe was performed but a tamponade was not seen, this was confirmed by the cardiac surgeon. The 11fr tightrail was used on the ventricular lead. The rv lead snapped and a catheter was placed femorally to remove the tip of the lead. The patient's blood pressure continued to drop and a sternotomy was performed. Svc tear was suspected but the tamponade appeared to be at the mediastinum suggesting the cause of the bleed to be above the svc. The source of the bleed was not found and the patient expired.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Manufacturer narrative:
Updated to include device and patient codes.